Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: pseudoaneurysms resulting from previous graft placement.

Event description:
The following information was reported to gore: on (B)(6) 2013 a patient was undergoing treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2018 the patient reportedly had a right groin pseudoaneurysm with infected ptfe grafts. On (B)(6) 2018 the patient underwent external iliac to mid ptfe graft bypass; triple ligation of femoral vessels and closure of the pseudoaneurysm. Reported separately see psts event# (B)(4) medwatch#3007284313-2019-00095 on january 21, 2020 another pseudoaneurysm was reported, occurring in the right groin treatment zone. This was treated by means of a gore® viabahn® endoprosthesis 8mm x 100mm. The patient tolerated the procedure.

Manufacturer narrative:
D.11. A second device was added to the investigation and this device also met all pre-release specifications. Pxc121000 sn# (B)(6) UDI: (B)(4). Device code updated.